Event description:
It was reported that the ilet pump became unresponsive and subsequently would not power on, remaining at a static blue circle when placed on the charging pad, consistent with an unexpected shutdown and implicating the seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an insulation problem associated with the device, consistent with an unexpected shutdown and involving the seal component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.